Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient is getting an informational power on reset (por) message on their patient programmer (pp) screen and their therapy has stopped. The patient has had recent emi exposure when she went to (B)(6). The patient was able to clear their por message using their pp. The patient was able to turn their therapy back on and the issue resolved. Patient services confirmed icons on pp screen ins 3/4 charge, 1/2 charge and therapy is on. Patient replaced pp batteries while on the phone because the pp showed a low battery icon. No further complications were reported. No additional patient symptoms were reported.